Event description:
Essure side effects cause me random pain, chronic fatigue, pass out spells, nausea, bowel issues, irregular cycles, itching in various areas, headaches, bloating, sleep issues, memory issues and lack of focus. This all has progressed since I had essure put in 2008. As time goes on more things start happening and others progress and get worse.